Event description:
It was reported that during a laparoscopic supracervical hysterectomy, interceed was placed on the cervical stump. Two weeks post-op the pt presented with acute abdominal pain and was re-admitted to the hosp. A second laparoscopic procedure was performed which found fresh adhesions and ascites. All cultures were negative. The pt was put on analgesics and antibiotics. Pt developed a body rash. Pt was given prednisone which relieved both pain and rash. Pt was subsequently discharged with a good outcome.